Manufacturer narrative:
No device, no medical records or medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a breast biopsy into dense tissue, the device would not obtain adequate tissue samples or no samples at all, and resistance was encountered during removal of the device from the breast. The procedure was completed using another biopsy instrument. There was no reported patient injury.

Manufacturer narrative:
The lot number was provided and the lot device history records were reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event.visual inspection & functional/performance evaluation:the device was not returned; therefore, no visual inspection or functional testing of the device was performed.medical records review:medical records were not provided for review.image/photo review:images/photos were not provided for review.conclusion:the investigation is inconclusive, as the sample was not returned for evaluation. Per the reported event details, it was noted that the tissue was dense. Therefore, it is likely that patient factors contributed to the event. However, the definitive root cause could not be determined based upon available information.labeling review:the current IFU (instructions for use) states: warnings: note: if collecting multiple samples, inspect the needle for damaged point, bent shaft or other imperfections after each sample is collected. Do not use needle if any imperfection is noted.precautions: never test the product by firing into the air. Damage may occur to the needle/cannula tip and could result in patient and/or user injury. Unusual force applied to the stylet or unusual resistance against the stylet while extended out of the supportive cannula may cause the stylet to bend at the specimen notch. A bent specimen notch may interfere with the needle function.directions for use: before using, inspect the needle for damaged point, bent shaft or other imperfections that would prevent proper function. If the needle is damaged or bent, do not use. Energize (cock) instrument by pulling back on the top slide to withdraw the cannula and lock in place. Then pull back on the bottom slide to withdraw the stylet and lock in place. Remove protective needle sheath and yellow guard. Instrument is ready to fire when both slides are locked back. Recommendation: for ease of insertion, puncture the skin with a scalpel at the entry site. Verify instrument is energized (cocked). Insert tip of needle to the point to be biopsied. While maintaining instrument's position and the needle orientation, depress the rear actuator button, or push the side actuator forward (direction of arrow), to cause both stylet and cannula to automatically advance. Remove needle from patient and pull back on the top slide to withdraw the cannula and expose the biopsy specimen. Remove the specimen.